Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received occlusion alarms. No issues were observed with the cartridge, infusion tubing or cannula at the time of these alarms. A correction bolus was delivered and a manual injection was administered to address bg. Subsequently, customer was hospitalized for elevated blood glucose (bg) of 600 mg/dl. Customer was treated with intravenous fluids. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.